Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f350 was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot f350 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The customer returned the corresponding complaint kit back for investigation. The system pressure dome membrane leak was confirmed upon inspection. During the investigation no obvious defects were found, but evidence was found that the system pressure dome had not be installed properly onto its pressure transducer. It was determined that the diaphragm was partially unseated because one of the latches on the system pressure dome was not fully engaged in the circumferential groove and there was space for the diaphragm to move if pressure was great enough. The system pressure dome was cleaned, reassembled and installed on a pressure transducer. The system pressure dome fit without issue. A pressure test was performed and no leaks were identified as 100% of pressure domes are leak tested three separate times during manufacturing, it is unlikely a leak was present prior to the use of the kit. There were no manufacturing defect related to the complaint for the following kit lot f350. The investigation determined that the root cause for the reported incident was improper installation of the pressure dome onto the pressure transducer. Investigation complete.

Event description:
The customer called to report a system pressure dome membrane leak occurred during a patient treatment. The patient was on double needle mode with approximately 214 ml whole blood processed when the incident occurred. The treatment was aborted with no blood or products returned back to the patient. The customer stated that the patient was in stable condition and not affected by the incident. The customer has returned the complaint kit back for investigation.